Manufacturer narrative:
Additional information: the device was discarded (injector); therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there was no non-conformity found to be related to the reported event. As part of the device history record review, the sterilization record for this lot was reviewed and this device lot passed the sterility test. A complaint history lot review was completed for this lot and there was no complaint found to be related to the reported event. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, the source of the reported particulate cannot be determined. MFR# reference: (B)(4).

Event description:
It was reported that during a right eye trabecular micro bypass stent system procedure, a deposition described as a ¿brown layer¿ was observed on the collar of the implant, which was peeled off by the viscoelastic after the implantation. The report noted that other unspecified (unknown) factors contributed to the reported event. There was no report of patient injury. Additional information is being requested.